Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/10/2015 and found the diff 0.31ul shear valve self-clean lines were not pushed all the way down onto the fittings. This was causing diluent to slowly leak out to the bottom of the instrument. He removed and reattached the tubing and the leak stopped. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an uncontained fluid leak of approximately 1ml from a coulter lh 780 hematology analyzer while the instrument was idle. No error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.